Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿ (B)(4)

Event description:
Information was received based on review of a journal article titled, "safety issue of hip resurfacing, a commentary" which illustrates the difference in cup coverage due to the angle of lateral inclination using the 38mm m2a cup. This study reported a patient underwent total hip arthroplasty on an unknown date. Seven years later, the patient was revised due to hip pain and a noisy bearing. No further information has been provided.